Event description:
It was reported that the patient's driveline had rescue tape applied. There were a couple areas of rescue tape and a kinked area as well on the proximal side of the modular cable connection. There were two small slits to the white covering only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed. The heartmate 3 modular cable was not returned for analysis and no log files were sent for review. Additional information communicated on 22sept "2022" indicated that the lot number of the modular cable was unavailable. The root cause of the reported damage was not able to be conclusively determined in this analysis. Lot number of modular cable not available. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.